Manufacturer narrative:
. The device was received for evaluation. Functional testing was performed by draining the bag and refilling with water. During testing, a leak was observed at the bottom right weld of the bag. Microscopic inspection was performed and revealed a tear at the bottom right weld of the bag. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml exactamix eva tpn bag had leaked along the seam. This event occurred during preparation of the device. There was no patient involvement. No additional information is available.